Manufacturer narrative:
The medical center did not return the impella product for investigation and benchtop analysis. Further clinical details and imaging have been requested, but not yet furnished. Should more be shared and root cause of the lv perforation be determined, a final report will be following. The failure mode will be monitored and trended.

Event description:
The medical center placed an impella cp for support of elderly patient with left main coronary artery disease as it was 99% occluded. The pump was placed after surgery declined to intervene and operate upon the patient. The patient deteriorated on support and a left ventricle (lv) angiogram found the patient to have suffered from a lv perforation with causality to the use of impella. The pump was explanted.